Event description:
It was reported that the burr got stuck on the lesion. The target lesion area was located in a severely tortuous radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, the guidewire crossed normally. However, due to severe tortuousity, the burr catheter was stuck and could not cross the lesion. The procedure was completed with a different device. No complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr got stuck on the lesion. The target lesion area was located in a severely tortuous radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, the guidewire crossed normally. However, due to severe tortuousity, the burr catheter was stuck and could not cross the lesion. The procedure was completed with a different device. No complications were reported and the patient was stable following the procedure. It was further reported that the device could not advance any further and was not stuck. The device was removed without any intervention

Event description:
It was reported that the burr got stuck on the lesion. The target lesion area was located in a severely tortuous radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, the guidewire crossed normally. However, due to severe tortuousity, the burr catheter was stuck and could not cross the lesion. The procedure was completed with a different device. No complications were reported and the patient was stable following the procedure. It was further reported that the device could not advance any further and was not stuck. The device was removed without any intervention.